Manufacturer narrative:
The device did not meet specifications during an irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The irrigation leak was due to inadequate bonding at the irrigation tubing junction.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.